Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20190313 - file-2019-00178 - analysis_and_closure_report_resp-2019-00368 .pdf].

Event description:
Reportedly, the rf connection was randomly lost. Once the rf is triggered, no problem is detected. It should be noted that this problem was observed with several devices.

Event description:
Reportedly, the rf connection was randomly lost. Once the rf is triggered, no problem is detected. It should be noted that this problem was observed with several devices.